Event description:
Needle broke during cesarean section. Intraoperative hemorrhage =1200- additional o.r. Time approximately 15 mins in order to locate needle fragment. Needle broke during procedure. The broken part was found by md in uterus. Intraoperative hemorrhage secondary to broken chromic ctx needle that was difficult to locate. 1200 ebl. The needle was found and disposed in sharps container. Box of needles pulled from the room ---pre-op diagnosis: cesarean section. Comments: the patient was taken to the operating room where epidural anesthesia was found to be adequate. She was then prepped and draped in the usual sterile fashion. A pfannenstiel incision was then made with the scalpel and carried through to the underlying fascia with the bovie. The fascia was incised in the midline and the incision extended laterally with blunt dissection. The superior aspect of the fascial incision was then grasped with the kocher clamps, elevated, and the underlying rectus muscles dissected off bluntly. Attention was then turned to the inferior aspect of the incision which, in a similar fashion, was grasped, tented up with the kocher clamps, and the rectus muscle dissected off bluntly. The rectus muscles were then separated in the midline, and the peritoneum identified and bluntly entered. The peritoneal incision was then extended superiorly and inferiorly with good visualization of the bladder. The alexis retractor was placed to obtain visualization of the lower uterine segment. The bladder blade was then inserted and the vesicouterine peritoneum identified, grasped with the pick-ups and entered sharply with the metzenbaum scissors. This incision was then extended laterally and the bladder flap created digitally. The bladder blade was then reinserted to protected the bladder. The lower uterine segment was incised in a transverse fashion with the scalpel. The uterine incision was then extended laterally and superiorly with blunt dissection. The bladder blade was removed and the infant's head was delivered atraumatically. The nose and mouth were suctioned, and the cord was clamped and cut. The infant was handed off to the waiting pediatricians. The placenta was then removed manually; the uterus could not be exteriorized, due to large right fundal fibroid. The uterus was cleared of all clots and debris using the banjo curette. The uterine incision was repaired with 0 vicryl in a running, locked fashion. On the right corner of the incision the chromic ctx needle broke. It took approximately 15 minutes to locate the needle fragment which was eventually located by palpation and removed in its entirety. A second layer of the same suture was used to imbricate the uterus and excellent hemostasis was achieved. The hysterotomy was noted to be hemostatic. The peritoneum was closed using 2-0 vicryl. The fascia was reapproximated with 0 vicryl in a running fashion. The subcutaneous tissue was closed using interrupted stitches of 2-0 plain gut. The skin was closed using 4-0 monocryl. The patient tolerated the procedure well. Sponge, lap, and needle counts were correct x2. The patient was taken to the recovery room in stable condition. Findings: large approximately 16 cm fibroid on the right uterine fundus. Could not visualize tubes or ovaries because the uterus could not be exteriorized.